Manufacturer narrative:
(B)(4). The customer reported a failure to capture an ECG signal for the v4 lead via the m1663a ECG trunk cable. Failure to capture a defibrillator generated 12 lead ECG signal could cause a delay in pt treatment. It was confirmed that there was no pt incident/injury. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a failure to capture an ECG signal for the v4 lead via the m1663a ECG trunk cable. Failure to capture a defibrillator generated 12 lead ECG signal could cause a delay in pt treatment. It was confirmed that there was no pt incident/injury.